Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nurse informed sales rep that the torque part does not work. Screws were locked without torque limiter, by hand.

Manufacturer narrative:
The reported event that torque limiter 4.0nm, ao fitting was alleged of 'not functional' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate handling during use. The investigation has shown that there are indeed rotary marks present on the cylindrical portion of the male ao-adapter which indicates that the torque limiter was used in combination with a power tool (B)(6) for final insertion of locking screws. Axsos operative techniques state ¿do not use power for final insertion of locking screws¿ and that final tightening of locking screws should always be performed manually using the torque limiting attachment together with the solid screwdriver with t15 and t-handle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Nurse informed sales rep that the torque part does not work. Screws were locked without torque limiter, by hand.